Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. Information was reported that a patient stated she couldn't get her little unit to work. The patient stated she tried to charge her battery, but it won't reach it. The patient stated she wasn't sure if it was the battery in the machine or the one in her back. The patient then stated she turned the stimulator off for a while because she went to see a neurologist about some problems. The patient confirmed the problems were unrelated to her device/therapy. The patient then stated she couldn't charge because it was misplaced and she got busy. The patient stated it had been about 2.5 months since she last felt stimulation and her last successful charge session was a couple months ago, 2-2.5 at most. The patient said she found her insr recharger it was about 2-3 week later. The patient was asked to try connecting with her patient programmer, but patient stated she never received one/doesn't use one. The patient was redirected to follow up with healthcare professional (hcp) to address potential overdischarge. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient has found a healthcare provider (hcp) that will allow a manufacturing representative (rep) come into the office to pull their ins out of "sleep mode". No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that in (B)(6) 2017 the patient was unable to get their ins to turn on, and they were unable to get their recharger to communicate with their ins. Therefore, they could not start a recharging session. The recharger was displaying the reposition antenna screen. The patient had "left it alone too long" and hadn't recharged their ins in about two months. Troubleshooting could not be performed because the patient had lost their patient programmer. They were redirected to their doctor to set up a time to meet with a manufacturer representative (rep). No symptoms were reported. No further complications were reported or anticipated.